Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy for post-sensed t-wave oversensing due to small r wave amplitude. Programming changes will be made during next scheduled follow up. Patients condition was good.